Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 500 mg/dl during time of emergency room visit. The customer had symptoms such as vomiting and nausea. The customer was hospitalized for diabetic ketoacidosis, high blood glucose readings, no delivery and possibly food poisoning. The customer was treated with IV and released the next day. The customer was wearing the pump at the time of emergency room visit.